Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, device was found to be in backup vvi mode. Patient was called in clinic for further evaluation. The patient reported experiencing shortness of breath occasionally. Backup was due to merlin.net connectivity issue. Device download was performed successfully. Device was upgraded and reprogrammed to prior parameters. The patient was stable and asymptomatic throughout the event.